Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned in liquid, in vial. Visual inspection found optic torn/split, portion of lens was returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cq2015a +24.5, intraocular lens into the patients eye and noticed it was torn. The lens was removed and replaced with the backup lens within the same surgery. There was no patient injury and the cause of event was unknown.